Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and was not sure if the insulin pump was delivering insulin. The customer's blood glucose reading was 442 mg/dl; treated with a bolus from the insulin pump. Customer's blood glucose reading came down to 429 mg/dl. It was found that the insulin pump was working as designed and declined troubleshooting as his blood glucose levels were dropping. Nothing was replaced or returned.